Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the air dermatome handpiece's skin thickness does not correspond to setting on unit. The event occurred during testing. No harm reported and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2018, it was reported that device skin thickness does not correspond to setting on unit. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that air was leaking out and the thickness lever, reciprocating arm, bearings, motor, poppet assembly, width plates, seal and retaining ring were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet surgical on (B)(6) 2018 revealed that the motor and swivel were worn along with the bearings and o-rings. The pretest showed that the device was in calibration and the motor r.p.m.'s were in specification. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the bearing, motor, swivel, poppet assembly, o-rings, vespel, poppet assembly , seal and retaining ring . Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 5.3250. The reported e vent was confirmed since during product review it was note that the swivel was worn along with the bearings and o-rings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the swivel was worn along with the bearings and o-rings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.